Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high, out-of-range (oor) pacing impedance measurement of more than 2,000 ohms, sensing issues and loss of capture (loc) at maximum output. However, when the configuration was changed to bipolar, the system seemed pacing in the atrium. Subsequently, the lv lead was turned off and a chest x-ray was planned. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As of today the device has not been returned for analysis. Should the device be returned and analysis completed, this report will be updated.

Event description:
Subsequent information indicates that the patient underwent a surgical revision procedure where the lead was surgically abandoned and the device was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device has been returned for analysis.